Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant products: carto system, lasso catheter. (B)(4).

Event description:
This complaint is from a literature source. It was reported that 148 nonvalvular af patients with a preserved left ventricular (lv) systolic function underwent radiofrequency catheter ablation between 2009 and 2013. Among them, one patient suffered ischemic stroke title: ¿prognostic implication of left atrial sphericity in atrial fibrillation patients undergoing radiofrequency catheter ablation.¿ the purpose of this study was to reaffirm the prognostic role of atrial sphericity after rfca of af, assess any relationship between directly measured atrial pressure and la sphericity, and determine the characteristics of the patients for whom atrial sphericity was most highly predictive. Suspect device is an open-irrigated 3.5 mm tip thermocool catheter, however catalog and lot number are unknown.